Manufacturer narrative:
Date estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A general statement was made by the physician saying that the device was deployed during an electrophysiology procedure using the pre-close technique in a vein. Reportedly, it felt like a bit of tissue was caught by the suture. This may have cause some friction at the vessel and caused the sutures to loose its grip and therefore came out of the anatomy. The method used to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition and difficulty removing the device could not be determined. The reported patient effect of tissue damage is known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.